Event description:
It was reported that a spectrum iq infusion pump did not recognize open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'does not detect open door' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upper and lower switch not working as intended. The upper and lower switch will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.